Event description:
Patient reported, left side ¿pain¿, ¿rashes¿, ¿brain fog¿, ¿asymmetry¿, ¿inflammatory issues¿. ¿fluid around both breasts". And ¿removal of the device, due to product concern¿. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma late.